Event description:
On (B)(6) 2022, the patient had zephyr valves implanted. During the initial sizing part of the procedure, one of the larger sizing wings from the catheter fell off. The sizing wing was extracted and the procedure continued with a different catheter.